Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. The device was also noted to have stored an untreated episode. Device data was sent to rhythmcare for review. Data review determined the smartpass feature was once again disabled due to small amplitudes, p-wave, t-wave and myopotential oversensing. The patient was also noted have experience bradycardia induced premature ventricular contractions (pvc). Additional information includes confirmation that this device again exhibited t-wave oversensing resulting in an inappropriate shock. This device remains in service. No adverse patient effects were reported.